Event description:
Edwards received notification that this patient with an unknown model mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A 26mm transcatheter valve was successfully implanted. The patient was noted as to feel good after the procedure.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.